Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the header was loose from the casing. No holes were noted in the seal plugs, and all four setscrews moved freely. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out procedure for normal battery depletion, the header of this pacemaker came loose from the can while the physician was removing the device. The device was successfully explanted and replaced. No adverse patient effects were reported.